Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. From the data provided, the sodium and potassium data is a reportable malfunction. The initial sodium result was 132 mmol/l. The same patient sample was tested on another analyzer and also again on the initial analyzer with sodium results of 142 mmol/l and 141 mmol/l. The initial potassium result was 4.05 mmol/l. The same patient sample was tested on another analyzer and also again on the initial analyzer with sodium results of 3.99 mmol/l and 4.00 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The sodium electrode lot was p0880. The chloride electrode lot was e3924. The provided qc data gave no indication of a reagent or an instrument issue. The field engineering specialist determined that the root cause was due to a fluidics failure of the ise probe. He replaced and realigned the ise probe. He verified the system was working correctly. The customer performed qc testing with acceptable results. There have been no further issues following the service visit.